Event description:
A consumer reported that his grandfather has been soaking his dentures with efferdent anti-bacterial denture cleanser tablet solution (sodium perborate monohydrate, potassium monopersulfate) since an unspecified date in 2004 (one and a half years ago.) He repored that his grandfather would start hallucinating after he soaked his dentures and put them on. In 2006, he accidentally ingested an unk amount of efferdent anti bacterial denture cleanser tablet solution. The consumer reported that he took his grandfather to the hospital prior to the event date and he was admitted. They cleaned his stomach and some unspecified blood testing was performed (results unspecified) at the time of reporting on 18 sep 2006, the outcome of the events was recovered.

Manufacturer narrative:
The product has not been returned for failure analysis/laboratory testing. User error may have contributed to the event.